Manufacturer narrative:
A complete analysis and testing of 3 sealed enlite sensors, the sensors functioned properly and passed all functional testing. Also complete analysis and testing on 3 opened and used enlite sensors, found all of the needs bent inside of the sensor base. Unable to confirm customer received the sensor damaged due to customer returned opened and used.

Event description:
It was reported, the customer had a sensor break. Customer stated, they had opened a box of sensors and the sensors were broken. It was also found the customer's serter was getting stuck and their sensor did not seem to fit into the serter. Customer's needle hub was also broken when trying to load their sensor. The customer's blood glucose was 67 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.